Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called and came in to the clinic with complaint of blood in stool. The patient was admitted and taken off anticoagulation. Previously the patient's anticoagulation regime was coumadin and aspirin with inr of 2 to 2.5. Labs were drawn which revealed a significant drop in the patient's hemoglobin level. The patient's anticoagulation remained on hold and the patient monitored. An upper gastrointestinal (ugi) endoscopy was performed and the team was able to stop the bleeding. The patient is currently doing better. It is not yet known if the patient has been discharged for home. The lvad was functioning as expected no alarms. No further information was provided.

Manufacturer narrative:
A specific cause of the reported gastrointestinal bleeding and a direct correlation to the device could not be conclusively determined. The patient remains ongoing on pump support with no further reported issues. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.